Event description:
In 2005, this patient underwent an endovascular repair using gore excluder aaa endoprostheses. During a presentation held at w.l. Gore and associates in 2007, it was noted that this patient experienced a type I endoleak. As of one and a half months later, the endoleak has persisted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.